Event description:
Additional information confirms this right ventricular (rv) lead exhibited loss of capture (loc) and an x-ray confirmed the lead had moved. A lead revision was performed to reposition the lead and a heart wall perforation was observed during the revision procedure. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this newly implanted right ventricular (rv) lead exhibited pace impedance measurements of greater than 2000 ohms, triggering a lead safety switch (lss). The rv pacing thresholds were also noted to have been high. The patient was pacemaker dependent at that time. Boston scientific technical services (ts) discussed troubleshooting options. The lead remains in service. No adverse patient effects were reported.